Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "during the case, the impactor exterior handle was being used to remove the trial femur and one of the posts broke off the handle. We recovered the handle and the broken tip of the post."